Event description:
Caller alleged discrepant results compared with the lab. Time between testing on (B)(6) 2012: about 2 hours pt's therapeutic range: 2.0 - 3.0 inr. Pt reported blood in the stools. Blood in urine for one week before coumadin clinic visit on (B)(6) 2012. Pt was sent to urgent care to get a lab test. Pt was admitted to the hospital for gi bleed.

Manufacturer narrative:
Investigation pending.